Event description:
Patient undergoing esophagogastroduodenoscopy with peg (percutaneous endoscopic gastrostomy) tube insertion. The endoscope was passed into the stomach. The area was prepped and draped in a sterile fashion. Lidocaine was injected. Bubbles were seen in the syringe simultaneously as the needle entered the gastric lumen. The trocar needle introducer was then inserted. The needle was removed. A guide wire was advanced through the trocar and retrieved using a snare. The guide wire snare and endoscope were removed together; however, the snare broke and was found to be in the posterior pharynx. The endoscope was then reinserted into the posterior pharynx where the guide wire was retrieved using forceps and was withdrawn. A 20 french bard peg tube was then advanced down the guide wire using the push technique.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report.(B) (4)

Event description:
On november 16, 2009, the facility's biomedical engineer reported to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump single channel in which the stop button does not work to stop infusing. The reported condition occurred during biomed servicing. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
Evaluation summary: the reported condition of stop button does not work was confirmed and duplicated. The reported condition was due to the pump head module keypad flexi has cuts and corrosion on the traces. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. (B) (4)